Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that a left ureteroscopy, biopsy and laser ablation of ureteric tumor procedure was being performed. The customer wanted to use the thulium laser to ablate the tumor but the foot pedal is wirelessly connected to the thulium laser machine. The foot pedal would not connect to the machine so the thulium laser could not used. The customer tried switching off bluetooth from phones as this happened previously but this did not work. The customer had to use another device instead to complete the procedure. There were no reports of harm.